Manufacturer narrative:
Details of complaint: the iom technician (interoperative monitoring) reported that electrical stimulation stopped during a procedure when using the mee-2000a. The system gave several error messages. After unsuccessfully troubleshooting the issue, they shut down the system and restart it, which resolved the issue. The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs. Service requested / performed: troubleshooting. Investigation summary: the root cause is related to a customer group policy. Nihon kohen tech support remoted into the system and found, in the event logs, that a group policy had been pushed on the system's pc before the reported event took place. After a reboot, the group policy was applied, and the issue was resolved. The reported issue is unlikely to be related to device malfunction.

Event description:
The iom technician (interoperative monitoring) reported that electrical stimulation stopped during a procedure when using the mee-2000a. They were giving several errors. They troubleshooted different things but could not resolve the issue, so last resort was to shut down the system and restart it which resolved the issue. The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs. No patient harm reported.

Manufacturer narrative:
The iom technician (interoperative monitoring) reported that electrical stimulation stopped during a procedure when using the mee-2000a. They were giving several errors. They troubleshooted different things but could not resolve the issue, so last resort was to shut down the system and restart it which resolved the issue. The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information. Stimulation box: model: js-201b. Sn: (B)(4).

Event description:
The iom technician (interoperative monitoring) reported that electrical stimulation stopped during a procedure when using the mee-2000a. They were giving several errors. They troubleshooted different things but could not resolve the issue, so last resort was to shut down the system and restart it which resolved the issue. The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs. No patient harm reported.